Event description:
The pump was returned for investigation. Investigation revealed that the force calibration test failed investigation. There was contamination found on the force sensor pins and in the pump. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed multiple loss of prime warnings with both zero and non zero low force. The pump was exercised for 24 hours on a one unit basal rate with no loss of primes duplicated. The force calibration test failed. There was moisture contamination found in force sensor housing and force sensor shim. The pump was opened and contamination was found on the force sensor pins and in the pump. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.